Manufacturer narrative:
No button error alarm noted during testing. However, unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen without the customer input. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 161 mg/dl. Customer went the ER to see if they could help with the button error issue and they were unable to. Customer states time is advancing. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.